Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called in to report high blood glucose levels. The customer changed his set 3 times before his levels started to go down. The customer's blood glucose level was 475 mg/dl. The customer reported symptoms of vomiting. The customer received samples from a clinic that worked fine. The call was dropped and the customer was unable to be reached again. No further details were provided.